Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited undersensing of the patient's atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received and it was noted the patient had presented to the clinic stating they had not felt well for the past two days and was weak and tired. It was indicated atrial events were not being sensed and the presenting atrial electrograms (egm) there was a large amount of noise. There were no atrial events could be seen through the atrial egm related to the noise on the lead. The device was reprogrammed to vvi as a result of the observations. The physician was notified and it was noted the patient would be seen to discuss possible ra lead replacement as the lead had intermittently high thresholds and poor sensing since implant. At this time, the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the atrial lead was not capturing. It was noted the patient had received a x-ray, which showed the patient may have twiddled the device and leads as the leads looked disorganized and coiled around each other in a disorganized fashion under fluoroscopy. It was noted the ra lead had pulled back. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.